Event description:
Treetment of a parietal avm. Physician used the supplied stylet to navigate the catheter through guide catheter. Physician opted not to use a guidewire and navigated to the avm nidus easily. When super-selective angiography was performed, a proximal leak was observed. No embolic was injected through the catheter.